Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced and the unit was returned to service.

Manufacturer narrative:
Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.